Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil perforated her fallopian tube"), endometriosis ("endometriosis") and genital haemorrhage ("prolonged bleeding with large blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6))). Previously administered products included for an unreported indication: birth control pills from 2008 to 2013. Concomitant products included ondansetron (zofran) in 2013 for nausea, ibuprofen in 2014, oxycocet (percocet) in 2014, para-seltzer (excedrin) in 2014, paracetamol (tylenol) in 2014, tramadol in 2014 and vicodin in 2014 for pain, diazepam (valium) in 2013 and hydromorphone hydrochloride (dilaudid) in 2013 for pain and sleep disorder and naproxen in 2014 for swelling nos and pain. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and renal pain ("kidney pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope ("syncope"), migraine ("migraines/headaches"), headache ("migraines/headaches"), emotional disorder ("feeling emotional"), dyspareunia ("pain during intercourse"), sleep disorder ("sleeping disturbance due to pain"), abdominal distension ("bloating / swelling in her abdomen area"), weight increased ("weight gain"), dysgeusia ("metal taste in her mouth"), vomiting ("vomiting"), thirst ("feeling constantly thirsty") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (she had a total hysterectomy), surgery (she underwent exploratory laparoscopy with ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, endometriosis, genital haemorrhage, syncope, migraine, headache, emotional disorder, dyspareunia, sleep disorder, abdominal distension, weight increased, dysgeusia, vomiting, thirst, dysmenorrhoea, mental disorder and renal pain was resolving. The reporter considered abdominal distension, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, genital haemorrhage, headache, mental disorder, migraine, renal pain, sleep disorder, syncope, thirst, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2013: essure confirmation most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporters added. Patient¿s demographics updated. Historical conditions added. Therapy dates updated. Event ¿severe and permanent injuries¿ replaced. New events added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil perforated her fallopian tube/perforated fallopian tube"), endometriosis ("endometriosis/endometriosis") and genital haemorrhage ("prolonged bleeding with large blood clots/prolonged bleeding with large blood clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6)2011 and (B)(6)2013)), cholelithiasis and cholecystectomy. Previously administered products included for an unreported indication: birth control pills from 2008 to 2013 and percocet. Past adverse reactions to the above products included hypersensitivity with percocet. Concurrent conditions included nickel sensitivity (a young age of approximately 7 or 8, her doctor performed an allergy test and concluded she was allergic to nickel.), choledocholithiasis, right lower quadrant pain, vaginal bleeding and sleep disorder. Concomitant products included ondansetron (zofran) from 2013 to 2014 for nausea, ibuprofen since 2014, oxycocet (percocet) since 2014, para-seltzer (excedrin) since 2014, paracetamol (tylenol) since 2014, tramadol since 2014 and vicodin since 2014 for pain, diazepam (valium) from 2013 to 2014 and hydromorphone hydrochloride (dilaudid) from 2013 to 2014 for pain and sleep disorder and naproxen since 2014 for swelling nos and pain. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope ("syncope/syncope"), migraine ("migraines/headaches/migraines / headaches"), headache ("migraines/headaches/migraines / headaches"), emotional disorder ("feeling emotional/feeling emotional"), dyspareunia ("pain during intercourse/pain during intercourse"), sleep disorder ("sleeping disturbance due to pain/sleeping disturbance due to pain"), abdominal distension ("bloating / swelling in her abdomen area/bloating"), weight increased ("weight gain/weight gain"), dysgeusia ("metal taste in her mouth/metal taste in my mouth"), vomiting ("vomiting/vomiting"), thirst ("feeling constantly thirsty/feeling constantly thirsty"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea") and renal pain ("kidney pain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and hypersensitivity ("she experienced a hypersensitivity reaction to nickel or any other component of essure as follows,"). The patient was treated with surgery (she had a total hysterectomy), surgery (she underwent exploratory laparoscopy with ablation). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, endometriosis, genital haemorrhage, syncope, migraine, headache, emotional disorder, dyspareunia, sleep disorder, abdominal distension, weight increased, dysgeusia, vomiting, thirst, dysmenorrhoea, mental disorder and renal pain was resolving and the hypersensitivity outcome was unknown. The reporter considered abdominal distension, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, renal pain, sleep disorder, syncope, thirst, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in 2013: essure confirmation; on an unknown date: they were well positioned ultrasound showed stones in both the common bile duct and gallbladder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event - she experienced a hypersensitivity reaction to nickel or any other component of essure as follows was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil perforated her fallopian tube/perforated fallopian tube"), endometriosis ("endometriosis/endometriosis") and genital haemorrhage ("prolonged bleeding with large blood clots/prolonged bleeding with large blood clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2011 and (B)(6) 2013)), cholelithiasis and cholecystectomy. Previously administered products included for an unreported indication: birth control pills from 2008 to 2013 and percocet. Past adverse reactions to the above products included hypersensitivity with percocet. Concurrent conditions included nickel sensitivity (a young age of approximately 7 or 8, her doctor performed an allergy test and concluded she was allergic to nickel.), choledocholithiasis, right lower quadrant pain, vaginal bleeding and sleep disorder. Concomitant products included ondansetron (zofran) from 2013 to 2014 for nausea, ibuprofen since 2014, oxycocet (percocet) since 2014, para-seltzer (excedrin) since 2014, paracetamol (tylenol) since 2014, tramadol since 2014 and vicodin since 2014 for pain, diazepam (valium) from 2013 to 2014 and hydromorphone hydrochloride (dilaudid) from 2013 to 2014 for pain and sleep disorder and naproxen since 2014 for swelling nos and pain. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope ("syncope/syncope"), migraine ("migraines/headaches/migraines / headaches"), headache ("migraines/headaches/migraines / headaches"), emotional disorder ("feeling emotional/feeling emotional"), dyspareunia ("pain during intercourse/pain during intercourse"), sleep disorder ("sleeping disturbance due to pain/sleeping disturbance due to pain"), abdominal distension ("bloating / swelling in her abdomen area/bloating"), weight increased ("weight gain/weight gain"), dysgeusia ("metal taste in her mouth/metal taste in my mouth"), vomiting ("vomiting/vomiting"), thirst ("feeling constantly thirsty/feeling constantly thirsty"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea") and renal pain ("kidney pain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (she had a total hysterectomy), surgery (she underwent exploratory laparoscopy with ablation) and surgery (she underwent exploratory laparoscopy with ablation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, endometriosis, genital haemorrhage, syncope, migraine, headache, emotional disorder, dyspareunia, sleep disorder, abdominal distension, weight increased, dysgeusia, vomiting, thirst, dysmenorrhoea, mental disorder and renal pain was resolving. The reporter considered abdominal distension, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fallopian tube perforation, genital haemorrhage, headache, mental disorder, migraine, renal pain, sleep disorder, syncope, thirst, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - in 2013: essure confirmation; on an unknown date: they were well positioned ultrasound showed stones in both the common bile duct and gallbladder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.